Event description:
Upon completion of preventive maintenance service, the MFR's service technician reported the device failed oxygen flow testing and on power up an oxygen device failed alarm occurred. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. The service technician replaced the oxygen solenoid valve to address the finding. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Results - oxygen solenoid valve.